Event description:
It was reported that the patient presented with gastrointestinal bleed from (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient declined endoscopic intervention at the time. After further discussions with the gi team the decision was made to transition the patient off of apixaban and thalidomide to aspirin alone. The patient was treated with 1 unit of packed red bloods cells. Treatment resolved the bleeding.